Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage and all of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. The generator was powered on and failed the self-test related to the impedance which indicated a hardware failure. Upon further investigation, the issue was isolated to the computer mother board located in the upper assembly. The computer motherboard was temporarily replaced with a known good unit, powered on and passed the self-test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was isolated to the computer motherboard.

Event description:
During a procedure, the generator would not pass the self test. The patient was already prepped and on the procedure table when the case was cancelled. There were no adverse consequences to the patient.